Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for service and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s main drawer 3.2 failed. The field service engineer (fse) had arrived at the station and confirmed that there were no hardware failures. However, several cubie pockets were missing from drawer 3.2. To address this, the fse re-seated the road tray cables on both the tower controller pcb and the cubie trays. Medstation performance analysis report (mpar) maintenance was performed, including re-securing all row board cables, retractor cable connections, and internal pyxis bus cables. The e-compartment was vacuumed, and the unit was inspected for loose medications and debris. The fse also inspected drawer rail operation and verified the presence of slide bumpers, tightening any loose drawer fronts. Final verification was completed through hardware test application (hta) diagnostics, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a drawer was kept failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.